Event description:
Ous MDR- after an implantation time of about 42 months, inappropriate shock deliveries were reported. No deterioration in the pt's state of health was reported. The device was explanted.

Manufacturer narrative:
Ous MDR.